Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. A labeling review was conducted, and no anomalies were found. It is likely the device was not used in accordance with the instructions for use (IFU). The IFU states "nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and or infection". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited air/water tube & air/water cylinder (tube) had foreign objects. There was no patient involvement.